Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was brought into the emergency room with a syncopal episode. The right ventricular (rv) lead had oversensing and a fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.